Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed open, bleeding sores on her front left and back side. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her it was shingles and prescribed tramadol 50mg and valacyclovir hcl 1 gram tab. Follow up indicated that the cream is helping with the skin irritation/shingles.